Event description:
IT WAS REPORTED THAT THE PATIENT WAS EXPERIENCING INADEQUATE PAIN RELIEF. THE PATIENT UNDERWENT A SPINAL CORD STIMULATOR (SCS) SYSTEM EXPLANT PROCEDURE. NO FURTHER INFORMATION COULD BE OBTAINED.

Manufacturer narrative:
ADDITIONAL SUSPECT MEDICAL DEVICE COMPONENT INVOLVED IN THE EVENT: MODEL NUMBER/CATALOG NUMBER: SC-8416-70. SERIAL NUMBER: (B)(6). BATCH/LOT NUMBER: (B)(6). MODEL/CATALOG DESCRIPTION: ARTISAN MRI PADDLE LEAD 70 CM. UNIQUE IDENTIFIER (UDI): (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a Spinal Cord Stimulator (SCS) system explant procedure. No further information could be obtained.

Manufacturer narrative:
Additional suspect medical device component involved in the event:Model Number/Catalog Number: SC-8416-70,Serial Number: (b)(6),Batch/Lot Number: 7029451,Model/Catalog Description: ARTISAN MRI PADDLE LEAD 70 CM,Unique Identifier (UDI): (b)(4).Investigation Results:The devices were not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the devices, however response was not received.Device History Record:It was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.Labeling Review:Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.Investigation Conclusion:Based on a thorough review of the reported complaint, an investigation conclusion code of Cause Not Established was assigned to the investigation for all components.